Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on the in-house system and passed the normal mode, but the unit did not recognize instruments. The unit also failed on carriage switch test pointing to fixture 2 and magnet. In addition, there was a 282 error pointing to not reading magnet and radio frequency identifier (rfid). The unit passed direction test, sensor check, carriage lissajous sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage/axes controller motor (acm) fan and fiber test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an instrument recognition issue occurred on universal surgical manipulator (usm) 3. Reportedly, the usm did not work. The customer tried to power cycle the system but the issue persisted. The customer removed the usm from the patient and proceeded without usm 3. There was no errors found in the system logs. The customer reported a recognition message occurred when the surgeon installed the instrument. A technical support engineer (tse) advised the customer to reseat the sterile adapter to check the instrument on another usm. The procedure was completed as planned with no reported injury.